Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the spinal cord stimulator model 97714, serial number (B)(4) was removed but the leads were left in place. The 97714 was explanted on (B)(6) 2021 because it had been causing the patient pain since a couple of months ago and the patient clarified they had nerve pain down their leg. The patient noted their 97715 had also migrated during the removal surgery on (B)(6) 2021 and clarified the 97715 got pulled down. The patient mentioned the 97715 and leads were going to be replaced but the patient had developed neurological issues since a month ago. Their shoulder dropped, their right eye drooped and they had difficulty swallowing on their right side. It was noted the healthcare provider needed an MRI to diagnose a cause. The patient was redirected to their healthcare provider to further address the issue.